Event description:
The reporter stated the surgeon attempted to insert an aq2015a silicone three piece lens but the lens became stuck in the cartridge. There was no patient contact. Another same model lens was implanted.